Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited a latch lock alarm.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on 03/feb/2022 via email: no patient involvement. Event happened during bench test. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed a missing tamper seal. During functional check, the reported complaint was verified. The latch test failed. When a 100 ml disposable cassette was attached to the device and the pump was started, the device alarmed cannot start pump without a latch and locked cassette. The root cause was found to be an inoperable latch lock flex. The latch/lock flex sensor was replaced. Nonconformance report investigation was opened to address increasing occurrences of latch/lock sensor flex circuit issues.

Event description:
Additional information reported that there was no patient involvement. The event happened during bench test.